Event description:
Nurse was performing covid swab and when pulled out of nose the swab had broken off and was not found in patient¿s nose. Physician was notified and stated that nothing they could do. Ent doctor was needed. Hospitalist was notified and stated they would put an order for ent to look in patients nose today to see if they can retrieve it. Patient is breathing fine. On nonrebreather instead of bipap tonight until swab retrieved.

Event description:
Nurse was performing covid swab and when pulled out of nose the swab had broken off and was not found in patient¿s nose. Physician was notified and stated that nothing they could do. Ent doctor was needed. Hospitalist was notified and stated they would put an order for ent to look in patients nose today to see if they can retrieve it. Patient is breathing fine. On nonrebreather instead of bipap tonight until swab retrieved.